Manufacturer narrative:
Clinical evaluation performed by medacta medical affairs director: partial hip (femoral component) revision surgery performed 2 years and 4 months after primary cemenless total hip arthroplasty. Pre-revision radiographic image provided shows the presence of a loosened and probably subsided stem: radiolucent lines and signs of stress shielding are visible. This may be due to suboptimal component position and sizing. However, this cannot be assessed on the basis of a single pre-revision x-ray. The reason of this event cannot be determined.

Event description:
A revision surgery was performed due to aseptic loosening of the stem ( stem revised). The surgeon noticed that there was no osseointegration and a lack of bone growth on the stem. Precise primary date is unknown, probably it was performed in 2017.